Manufacturer narrative:
(B)(4). Per the DHR, lot number 9846 of product 71114v vlock xlg clip 6/cart 14/box was manufactured on 14aug2019. A total of 4,532 units were manufactured. The lot was released on 09sep2019. DHR investigation did not show issues related to complaint. The complaint sample was not returned for investigation. Therefore, the root cause cannot be established. The complaint sample was not returned for investigation. Therefore, the root cause cannot be established.

Event description:
Doctor tried to load clip but found broken part of cartridge came out.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Doctor tried to load clip but found broken part of cartridge came out.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 71114v vlock xlg clip 6/cart 14/box for investigation. The cartridge was returned without its original packaging. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that the plastic retainer on the cartridge was missing and all 6 "fingers" on the one side of the cartridge were broken. Three of the broken fingers were still in the cartridge. There were 0 clips remaining in the cartridge. During manufacturing assembly, the cartridges are 100% visually inspected. It is unlikely that this type of damage was present during manufacturing. The damage observed on the cartridge indicates that unintentional user error caused or contributed to this event. A corrective action is not required at this time as the damage observed on the cartridge indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken/detached parts - cartridge" was confirmed based upon the sample received. One cartridge was returned for investigation. Visual examination of the returned cartridge revealed that the plastic retainer on the cartridge was missing and six "fingers" on the cartridge were broken. During manufacturing assembly, the cartridges are 100% visually inspected. It is unlikely that this type of damage was present during manufacturing. The damage observed on the cartridge indicates that unintentional user error caused or contributed to this event.

Event description:
Doctor tried to load clip but found broken part of cartridge came out.